Event description:
It was reported that removal difficulties were encountered. The 3x6.00mm moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the delivery shaft was kinked and upon removal, some resistance was encountered. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that removal difficulties were encountered. The 3x6.00mm moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the delivery shaft was kinked and upon removal, some resistance was encountered. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was stable.